Event description:
The customer reported alleged filter/lrs malfunction, resulting in an elevated wbc count during a platelet procedure. The disposable is not available for return. There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore, no patient information is reasonably known at the time of the event. This report is being filed due to an alleged device malfunction that has potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.